Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient ((B)(6)) was implanted with an ipg. It was reported that the patient is experiencing post-implant pain at the ipg site. The physician plans to place a lead around the ipg in an effort to combat the alleged discomfort. No further information is available.